Manufacturer narrative:
This lead will not be returned for anlaysis. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and was replaced with a new lead. No adverse patient effects were associated with the explant procedure.